Manufacturer narrative:
Product ID 3889-28 lot# va238sq, implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va238sq, implanted: (B)(6) 2019. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15- oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported of a lack of efficacy. The lead was twisted in the pocket and broken and separated from the ins. The device continuously twisted in the pocket. The patient's fall might have caused damage to the pocket and capsule causing the ins to repeatedly turn in pocket. The system was replaced. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that there was speculation that the device was flipping in the pocket. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28 lot# va238sq serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va238sq, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.